Event description:
The cardiologist, who was not trained by perclose, attempted arteriotomy closure with a techstar xl 8 fr pvs device. One needle missed the barrel. Needle back down was not successful. The cardiologist was able to recover the needles and remove the device. The pt went to successful manual compression. Further attempts to obtain further details have been unsuccessful. The subject device was not returned to the MFR for eval, but reports from the field indicate that the occurrence was caused by operator error related to the lack of training in the pvs procedure. The instructions for use clearly state that the reading of the instructions for use does not obviate the necessity of formal training in the pvs procedures.